Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of mitral regurgitation (mr) (worsening), hypotension and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping appears to be related to the challenging patient morphology/pathology and user technique/procedural circumstances due to not able to visualize the posterior leaflet clearly. The reported patient effects of mr, hypotension and tissue damage appear to be related to procedural circumstances. The reported treatment with medication was a result of case-specific circumstances as the patient was administered medication to stabilize blood pressure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for suspected leaflet damage and increased mitral regurgitation during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The posterior leaflet could not be clearly visualized. The clip was unable to grasp both leaflets due to the anatomy (large coaptation gap, thin leaflets, enlarged atrium). It took more than 2 hours attempting to grasp the leaflets. The clip was not deployed and the procedure was discontinued. No clips were implanted. Mr increased to 4. Although not confirmed on echocardiogram, the physicians believed mr increased due to structural damage of the leaflet tissue. Post procedure, medication was given for unstable blood pressure. The patient is being evaluated for possible mitral valve surgery. No additional information was provided.